Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm. Customer¿s blood glucose level of unknown. The customer states failed battery alarm recurred with each battery insert. The customer stated that the insulin pump had blank display but display returned after restart. Troubleshooting was performed for failed battery alarm. The insulin pump will be returned for analysis.